Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 xb short port btt (blunt tip trocar) black inflation valve "shot out of the port." A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(6) 2010, for investigation. A visual inspection revealed that inflation valve was out of the tubing and returned separate. Based upon the received condition of the device, the reported failure "the black inflation valve shot out of the port" is confirmed. A device lot history was performed, and there was no non-conformance which could have contributed to this failure mode. The exact root cause is not confirmed. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted if additional information is obtained. (B)(4).